Event description:
The account alleges that the device had a cut power cord, near the plug.

Manufacturer narrative:
The tech removed the damaged portion of the power cord and replaced the power cord plug, which resolved the issue. The device operates normally. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.